Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 06-dec-2022, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was failed and one of the cubies was not connecting. A field service engineer reseated the row board cable connections and removed debris and medications from under the cubie pockets, then tested the drawer under hardware test application (hta). The customer completed an additional verification by performing an inventory medication test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1.1 was not working and one of the cubie was not connecting. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.